Event description:
It was reported that the patient developed diaphragmatic stimulation on the day of implant after returning to his or her room. It was noted that the diameter of the vessel was unsuitable for the left ventricular (lv) lead. On the next day, the lv lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.